Event description:
It was reported that patent underwent a primary elbow surgery on an unknown date. A revision procedure is scheduled for an unknown date due to loosening. No further information has been received.

Manufacturer narrative:
Additional information has been received that was not available at the time of the initial report. This includes the item number and item name, date explanted, hospital name, and patient age.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer as item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been reported. (B)(4)